Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were exhibiting noise on the ventricular electrogram which resulted in pacing inhibition. No inappropriate shocks were reported. The ICD was explanted and the right ventricular transvenous lead was capped and successfully replaced with a new transvenous defibrillation lead. No adverse patient symptoms were reported.